Event description:
Operative report states the pt developed moderate contracture and during the past 13 years it has gradually increased in severity to the point where the discomfort has become a problem. After removal the implant was noted to have several pinhole leaks.